Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address loosening of the stem at the cement/implant interface. Competitor cement was used at the time of original implantation. Osteolysis was also found. Doi 1996; dor (B)(6) 2013 (right hip). Update (B)(6) 2013 - patient's primary and revision operative records were received. Records indicate upon revision the patient's acetabular component was in some protrusio, but was found to well fixed and in good position, so it was left in position. Also noted, there was polyethylene wear. There is no new information that would change the existing MDR decision. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records and/or a lot specific complaint database search was not possible for the stem as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and have been reviewed. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related approximately 17 years since the initial placement of the components. It would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address loosening of the stem at the cement/implant interface. Competitor cement was used at the time of original implantation. Osteolysis was also found.